Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous mid to distal circumflex artery. During percutaneous coronary intervention, an unspecified balloon and the unspecified stent implanted successfully. Then, during the removal of guidezilla¿145, 5-in-6 guide extension catheter, it was noted that guidezilla broke in two pieces inside the sheath. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft of the device was not returned. There were numerous kinks in the hypotube. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous mid to distal circumflex artery. During percutaneous coronary intervention, an unspecified balloon and the unspecified stent implanted successfully. Then, during the removal of guidezilla 145, 5-in-6 guide extension catheter, it was noted that guidezilla broke in two pieces inside the sheath. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).